Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the cannulated 4.0mm hexagonal screwdriver was found broken in the sterile processing department many months prior to reporting the issue. No patient or surgical involvement was reported. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 314.05; synthes lot number: a4ef953; release to warehouse date: october 31, 1995; manufacturing site: (B)(4). No nonconformance records (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: customer quality investigation: the following investigations were performed: broken: visual inspection: visual inspection performed on the returned cannulated hexagonal screwdriver observed that the hex tip was broken. Broken portions were not returned. No new issues were observed on the other portions of the device. The complaint condition agree with the complaint description and the complaint condition was confirmed. Drawing review: based on the date of manufacture the device drawings reflecting the current and manufactured revision were reviewed. Dimensional analysis and document/specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Also based off the DHR review, no issues with the material that would contribute to this complaint condition were identified. Dimensional inspection was unable to be performed on the device due to significant post manufacture damage. Conclusion: a definitive root cause for the device breakage could not be determined from the provided information. However, it is likely that any unintended excessive forces during device usage consistent with the age of the device over (22 years) could have contributed to this complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.